Event description:
The manufacturer field service technician reported that the device was missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D2a and d2b- part number has been updated. D4- gtin has been updated. D9- the device was not available for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The manufacturer field service technician reported that the device was missing component while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.